Event description:
Complainant alleged that the operating room staff was attempting to defibrillate a pt (age and gender unk) during open heart surgery, but the device would not discharge when the discharge button on the internal handle was depressed. The staff was able to obtain another set of handles to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.